Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 - device available for evaluation updated from ¿ni¿ to ¿no¿ g3- date received by mfg for the initial report corrected from 12/27/2022 to 12/23/2022.

Event description:
Subsequent to the previously filed medwatch report, additional information was received: it was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a pulmonary embolism interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with two proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 24f sheath and the interventional procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
It is unknown if the device is returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that a cuff miss [suture retrieval issue] was noticed with two proglide devices relative to an unspecified procedure. No additional information was provided at this time.